Event description:
It was reported that the ilet device¿s touchscreen was cracked, and the screen responsiveness decreased, prompting a replacement to be shipped while the user switched to backup therapy. Symptoms included no alerts or alarms and no reported blood glucose issues. Outcomes included no injury and no hospitalization. Investigation included collection of device details and verification of serial information and inspection of returned device. Investigation of this device revealed a damaged touchscreen component consistent with physical damage leading to impaired user interface responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external factors.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.